Event description:
The following was reported to hamilton medical ag: although the ventilator was plugged in with the mains cable, the batteries are not charging and the mains symbol does not appear. No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: it was reported that although the ventilator was plugged in with the mains cable, the batteries are not charging and the mains symbol does not appear. No patient was involved. The issue was related to the power supply. Hamilton ventilators are subject to a mandatory preoperational check before clinical use. This routine procedure includes verification of external power functionality, battery status, and alarm operation. As such, any battery-related issue would be detected and resolved prior to patient connection, thereby preventing the risk of unnoticed malfunction during therapy. Built-in safety systems: even if the charging issue had not been detected beforehand, the ventilator¿s built-in safety mechanisms are designed to generate multiple visual and audible alarms as battery levels decline. These alerts escalate well in advance of critical battery depletion, giving operators sufficient time to take corrective measures, such as solving the underlying cause or move the patient to an alternative ventilation source. Non-clinical setting: the issue was identified in a non-clinical setting, and the device remained under continuous supervision by the user. The user interface and alarm system clearly indicate battery faults, ensuring that a situation involving an undetected failure during patient ventilation is highly unlikely. Replacing the power supply solved the issue. This case is considered as closed.